Manufacturer narrative:
This crt-p will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The initial allegations were not confirmed through analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to almost reaching elective replacement indicator (eri). There was concern the battery depleted earlier than expected. It was also noted this patient was pacemaker dependent with high right ventricular (rv) outputs due to a increased rv threshold. The associated rv lead was a competitor product. The decision was made to implant a new device. Due to the patient's age, the associate rv lead was connected to the new device, but not programmed on. The new device was programmed to left ventricular (lv) pacing only. The lv threshold was good with the new device. There were no adverse patient effects reported.